Event description:
The customer reported that they could not sync cardiovert a pt. There was no report of impact to the involved pt.

Manufacturer narrative:
The customer reported that they could not sync cardiovert a pt. There was no report of impact to the involved pt. The hospital biomed evaluated the device and could not reproduce the reported symptom. The device passed all testing and was placed back into service. On 05/04/2009, the hospital biomed stated that the issue was most consistent with a user error where the disarm button was pressed instead of the shock button.